Event description:
On (B)(4) 2010, patient reported he is having issues with his infusion device not priming. Assisted patient through priming his infusion device; was successful. Patient stated he had some issues with the up arrow button not working properly. Patient reported he started experiencing the button issues about 2 days ago. Patient stated he noticed the issue when he was attempting to bolus. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.